Event description:
It has been reported to us that this device was leaking during the procedure. The device was removed and replaced. There is no report of injury and the device is being returned for our analysis.